Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative. The patient was redirected to the manufacturer representative for a physician mode recharge and to have the device put into MRI mode.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the original information received from the patient found that the patient could not charge the device after the battery had shifted. The patient was unable to recharge the implant and had not used the device for about a year because it did not work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Regarding supplemental 3004209178-2017-01008; date received by MFR corrected to 2017-01-31. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they notified their concerns with the manufacturing representative as soon as they started happening in 2014. They noted having issues with not being able to recharge their device to full. The patient mentioned they also had issues with placement, where the system needed to be re-programmed by 3 different manufacturing representatives. The re-programming was not successful, and their device hasn¿t work like they were told it would. The patient stated they cannot get an MRI because their device hasn¿t worked in over a year. Their issues have not been resolved at this time. Their managing physician told the patient to contact their manufacturing representative.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was also reported that the patient had meet with three different representatives, less than six months after being implanted (approximately (B)(4) 2013) about their device not working or never working. The patient further reported that they had not used their device because it didn¿t work and they were never able to get a full charge on the device since implant (B)(4) 2013). They stated that this was due to the device shifting when they lost weight after implant in 2014. It was reported that the patient¿s device has not worked for about six months to a year. The patient then reported that they needed to get an MRI, but could not communicate with their implant to activate MRI mode.